Event description:
It was reported that after a non-abbott device was deployed, a large perforation was noted in the left circumflex coronary artery. A graftmaster stent was deployed; however, the perforation area was noted as too large and it could not be determined if the graftmaster sealed the perforation. The patient had an infarct and subsequently died while in the catheter lab. Relationship, if any, to the graftmaster device could not be determined. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of myocardial infarction and death as listed in the coronary stent graft system, rapid exchange (rx) instructions for use (IFU) are known patient effects that may be associated with coronary stenting. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.